Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was that the end of syringe screw was out of adjustment. The end of life screw has been readjusted. Additional: a service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
A baxter service technician reported finding a infusor pump with "no end of syringe alarm could be triggered". A failure to alarm occurred during service. This event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available.